Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant core power tray assembly. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) that there was repeated recoverable 1102 errors at startup. The representative hard power cycled the vision side cart (vsc); however, the issue persisted. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis confirmed the error 1102 occurred in the field. Visual inspection found no issue. The power tray was installed on the golden system, the board voltage was checked, and everything was operating within range and programed successfully. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The intuitive core controller (icc) was replaced also. Failure analysis investigations replicated/confirmed the "repeated 50001 error". In logs, error 50001 was found indicating that the fault occurred in the field. Visual inspection, no issue was found related to the reported event. The icc was installed on the golden system. Upon power on, the error 50001 was presented, the compact flash has failed. As a result of these findings, failure analysis concluded that the failure of compact flash was the root cause of the reported event. Failure analysis investigations did replicate and did confirm the complaint. Upon visual inspection, no issues were found that would be related to the reported failure. The auxiliary video processor (avp) was installed and tested into a golden pca system where the component functioned as expected. After booting up the gemini download application (gdla), the laptop does not detect the avp with message programs issued, not be able to program. Avp was bricked causing onsite to be disconnected.